Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue could be confirmed; the connecting tube had a pinhole that allowed for leakage. Also, corrosion was seen at the el connector which indicates leaks had occurred. In addition to the dirty light guide lens, examination found the following issues: the connecting tube showed compression with a corrugated appearance; the connecting tube protector was scratched; the scope connector was deformed; the light guide bundle appeared abnormal; the bending section adhesive was broken; the name plate was missing; the distal end was worn; and the nozzle adhesive was deteriorated. Functional testing was performed and the following performance issues were found: the insulation resistance value did not meet specifications; the angulation of the up direction did not meet specifications due to a worn angle wire; the air/water nozzle was dented which decreased the flow rate below specifications; and the charge coupled device was broken which impacted the device's resolving power. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis lucera duodenovideoscope was leaking from the insertion section. The issue was found during preparation. The customer reported the procedure was completed with a similar device. The device was returned to olympus medical for evaluation. Examination of the insertion section showed the light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.